Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5121227/5170635.

Event description:
It was reported that the patient was experiencing ineffective therapy due to lead migration confirmed via x-ray. The patient was reprogrammed, however, unsuccessful. The patient underwent a revision procedure wherein a linear lead was added. The patient was doing well postoperatively. Nothing was explanted.